Event description:
A patient was receiving insulin at a rate of 5ml/hr and a second unknown drug at a rate of 100ml/hr. The infusion was stopped and the tubing was removed from both channels. Two hours later the nurse reinstalled the tubing into the pump and restarted the infusiion. The patient died and at that time it was noticed that the tubing was placed in the opposite channels and the insulin was being infused at 100ml/hr. No additional details or information are being released from the hospital.